Event description:
It was reported that during a coronary stent procedure, the tip of the wire fractured. The physician had used the wire to successfully deploy a stent and ivus. Upon removal of the ultrasound catheter the physician pulled the wire back to redirect into the lad, however, the tip of the wire became stuck in the stent and fractured. Attempts to snare were unsuccessful. Another stent was used to secure the tip of the wire. The patient status is listed as "okay".